Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. This was an operational problem, the customer performed system decontamination and maintenance to the analyzer, which resolved the issue.

Manufacturer narrative:
A field service engineer (fse) contacted the customer by phone and confirmed the reported issue. The fse instructed the customer to clean the analyzer, perform a decontamination procedure, then recalibrate using a different lot of reagents and calibrators. The fse then contacted technical support specialist (tss) and requested a different lot of reagent, calibrators, and multi analyte controls (mac) be sent to the customer for testing after the decontamination process was completed. The customer performed a decontamination procedure, as well as their monthly and weekly maintenance per the aia-900 operators manual. The customer then primed the wash, diluent, and substrate. The customer ran calibrations with results within acceptable range. The customer then re-ran the patient samples and confirmed the results were now as expected. The aia-900 analyzer is operating as expected. No further action required by field service. A complaint history review and service history review was performed for serial number: (B)(6) from the install date on (B)(6) 2025 through aware date on (B)(6) 2025 for similar complaints. There were no similar complaints identified during the searched period. A 13-month complaint history review and lot history review through aware date of event for similar complaints was performed for troponin test cup lot: f219397. There were no similar complaints identified during the searched period. The analyte applicate manual for troponin states the following: evaluation of results, quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results. 16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients. 18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Results from this or any other in vitro diagnostic procedure which do not correlate with the clinical presentation of the patient should be interpreted with extreme caution. The use of a single ctni result on a patient should be discouraged. As with the other cardiac markers, a temporal pattern of rise and fall over time should be observed to aid in accurate interpretation of the results. Users are reminded that elevations in ctni can occur for reasons other than myocardial infarction, and lack of a ctni value over a certain value does not preclude ami or serious cardiac injury. Assays from various manufacturers may yield different results. Reactivity of the epitopes used in the assay vary with the form of ctni present in a specific specimen. Also, assay calibration between manufacturers is not standardized. Using st aia-pack ctni 2nd-gen, the highest concentration of troponin I measurable without dilution is approximately 115 ng/ml, and the lowest measurable concentration is 0.06 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 115 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 115 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. No patients with skeletal muscle disorders were studied. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported issue was due to an operational problem with the analyzer, cause traced to maintenance.

Event description:
A customer reported discrepant high patient result for troponin (ctnl2) on the aia-900 analyzer. The customer stated due to the results reporting critically high, patient samples were sent to another hospital lab, and those results were reporting as normal. The methodology for the other hospital lab is unknown. The customer stated quality control (qc) is within acceptable range and are using troponin assay test cup lot: f219397. The customer only provided one patient sample result but stated this issue has occurred on multiple samples. Patient sample provided result 5.14ng/ml (range 0.06-115ng/ml), whereas the other hospital lab reported a result of 0.06ng/ml for the same patient sample. The customer attempted running samples with same lot of new test cup tray in a sample cup, results did not change. The customer confirmed they have not changed tube types, procedure processes, or specimen handling process. The customer stated they also run creatine kinase mb isoenzyme (ck-mb), and the patient results for ck-mb are not correlating with the elevated troponin patient results as expected, further confirming the discrepant results. A field service engineer (fse) was dispatched to address the reported event which resulted in potential discrepant patient results for troponin (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the reported patient results.